Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of the reported issue could not be determined, the suggested event most likely occurred due to deformation of the plug unit, resulting in an image noise. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image displayed. The issue had occurred during set up / inspection for use (during set up in room / before patient in room). There was no report of patient harm.